Event description:
Tests for water quality were found to be outside of cardioquip specifications for bacteria.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer has sent their device to cardioquip for repair. Cardioquip has received the device and will perform the repair soon. Following the repair, the device will be fully functional and returned to specification.